Event description:
It was reported that the irrigation flow of the catheter fluctuated during ablation. During an ablation procedure to treat atrial tachycardia in the right atrium a intellanav mifi open-irrigated ablation catheter was selected for use. The temperature limit was reached during energization with the catheter. The catheter was removed from the patient and it was noted that the irrigation flow of the catheter was fluctuating. The procedure was completed with another catheter of the same model. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Visual examination revealed dried body fluid found on the handle, main shaft and distal end. Dried saline found on distal end and inside several irrigation ports. While manipulating the shaft, continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. A metriq pump was connected to the device and the distal end was suspended in the center of a 250ml beaker. After 5 minutes at a flow rate of 30ml/min (ablation rate), the beaker contained approximately 148 ml of di water, which was within spec. The device's lumen was leak tested using an isaac pressure decay test system set to 107 psi, and a touhy bourst seal for sealing the irrigation holes and me's. The lumen pressure decay was measured three times, with re-seating of the tb seal between each test. Lumen pressure decay values were 0.0669, 0.0546 and 0.0447 psi, which are below the maximum limit of 0.3 psi. The distal tip electrode was immersed in 0.45% saline for 30 minutes. Tc+ and tc- to tip resistance measurements were electrically open. Next, the device was connected to a metriq pump. While irrigating for approximately 30 minutes at a flow rate of 30 ml/min, tc+ and tc- to tip resistance measurements remained open.the device was connected to a rhythmia hdx system, maestro 4000 generator and metriq pump. At room temperature (21.5c), the maestro displayed 22c. With the distal end submersed in the center of a tank of 21.5c saline, the maestro still displayed 22c. Next, three 50w, 120 second ablations at 30ml/min flow rate were performed. The device functioned normally. A DHR (device history record) review was performed and no deviation was found. No manufacturing related observations were discovered during returned device analysis. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
It was reported that the irrigation flow of the catheter fluctuated during ablation. During an ablation procedure to treat atrial tachycardia in the right atrium a intellanav mifi open-irrigated ablation catheter was selected for use. The temperature limit was reached during energization with the catheter. The catheter was removed from the patient and it was noted that the irrigation flow of the catheter was fluctuating. The procedure was completed with another catheter of the same model. No patient complications were reported and the patient's current condition is fine.